Manufacturer narrative:
Additional information was received on (B)(6) 2022. In addition to the issues reported previously, the patient also experienced right sided baker grade IV capsular contracture. Reason for device explant and/or reoperation: deflation/capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received january 4, 2022. The deflation initially reported as right sided was unilateral. Explant is planned for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on march 24, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 14, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable deflation. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with a mentor smooth round moderate profile 175cc saline prosthesis experienced spontaneous right sided deflation post procedure. The implant continued to slowly get smaller over time. There was associated rippling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on october 10, 2021. The deflation began in the fall of 2020. The event date has been updated to reflect this. In addition to the right sided deflation the patient also experienced left sided baker grade iii capsular contracture. This report relates to the right prosthesis. See 1645337-2021-12237 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).